Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited decreased sensing and increased pacing threshold measurements. The lead was found to have dislodged. A revision procedure was performed. No additional adverse patient effects were reported.